Event description:
The lay user/pt contacted lifescan, alleging the meter did not work. The reporter was unable to recall the issue. The customer no longer had the meter, so there was no troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.